Event description:
A report was received that a patient is experiencing pain at the lead incision site and lost stimulation in her left leg. Physical exam and x-ray showed the patient's suture sleeve became loose and had migrated through the muscle towards the skin. X-ray also showed the relief loop of the lead became undone. The patient underwent a lead revision and the lead was placed deeper. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 14304847, description: next generation anchor kit-sterile.